Event description:
Philips received report that when the system was not in use, the customer reported smoke from the uninterrupted power supply (ups). There was no report of fire, the fire department was not called, and no fire or smoke alarms were activated. No adverse outcome to the operator occurred during this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).